Manufacturer narrative:
Other, other text: , corrected data: health effect clinical code added to section h6.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problems (pumping problem/over temperature) was not replicated during functional testing. The device was found to be functioning as intended. No fault was found with the device. The main pcb was replaced as a preventative measure however.

Event description:
It was reported that water was not pumping/flowing properly on the level 1 hotline low flow system (hl-90). The device was also entering into an over temperature state. No patient injury or complications were reported in relation to this event.